Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that customer received two vials of anticancer drugs that leaked out through the gap in the protector.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two protectors connected to a vial were provided to our quality team for investigation. Through visual inspection, it was noted the protector needle penetrated the vial stopper off center, causing damage to the needle. A device history review was performed for reported lot 2402137; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected. Liquid could move through the system without issue and no leakages occurred. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. It was determined the protector was not properly attached, resulting in the leak reported. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that customer received two vials of anticancer drugs that leaked out through the gap in the protector. Customer attaches manually. Medication was keytruda.